Event description:
Nicview camera fell and hit side of crib, did not hit baby. No injuries. Customer mentioned the pin (B)(4). In the end of arm arm-002 broke.

Manufacturer narrative:
Follow up report 001 ref to natus complaint(B)(4). Update to section d4. Investigation results: the arm mounting shaft was returned with the mounting clamp. The portion of the mounting shaft that broke off was retained inside of the mating component on the clamp. There is a section with a smaller diameter on the mounting shaft to allow a screw to be used to retain the shaft in the mounting clamp. The mounting shaft broke at the area where the shaft reduces to the smaller diameter. The geometry of the mounting shaft would make this the point where stress is concentrated from the weight of the arm on the shaft. Root cause/probable root cause: if the arm was under a static load it would likely never fail, however it's common for the arm to be adjusted without completely loosening the joint prior to moving it, bumping into the arm while moving the arm or moving around the arm,etc. It is likely that over time the arm was exposed to dynamic loading higher than standard usage that would lead to increased stress and metal fatigue that could start with a crack in the material and eventually the crack would propagate and cause the part to fail. Recommended actions: if the customer is following the IFU the arm/camera should never be positioned over a patient and there should never be a risk of an arm falling and causing an injury if this type of failure were to recur. This is a known issue and this arm is being phased out. Reference capa004519. Per (B)(6). Complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Failure confirmed: yes investigation results code: seattle/component failure complaint verified, CAPA iniated or already open. Complaint will be included in trending data for further review.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Acceptable risk associated with the complaint per hazard ID line b1-b4 in (B)(4) risk analysis for nicview spreadsheet. Risk level low. No UDI number applies. The affected part(s) to be returned for investigation. (Nicview camera, arm-002 long, the mounting pin, and the c-clamp holding the system.

Event description:
Nicview camera fell and hit side of crib, did not hit baby. No injuries. Customer mentioned the pin 030931 in the end of arm arm-002 broke.